Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed a skin breakdown underneath the left side electrode. The patient's nurse adjusted the device off of the affected area. Follow-up attempts were unsuccessful, the outcome of the irritation is not known.